Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and the mesh was implanted. The patient experienced ongoing stress incontinence few months ago. At cystoscopy prior to bulking agent, it was noted that the mesh was in urethral lumen. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: demographics known at the time of index procedure: age (B)(6); bmi :(B)(6) current symptoms following the index surgical procedure: urinary incontinence never cured since 2008. Physician¿s opinion as to the etiology of or contributing factors to this event: likely causes: issues with technique of insertion, missed at check cystoscopy/urethroscopy/ erosion any concurrent procedure/device implantation: none. Were there any intra-operative complications: none. When was the mesh exposure first noted by a physician: (B)(6) 2018. Mesh exposure symptoms and diagnostic confirmation: ongoing stress incontinence. Mesh seen in urethral lumen at cystoscopy. Describe any medical/surgical intervention for exposure including dates and surgical findings: referred to tertiary centre for removal of mesh. The following information was requested but unavailable: other relevant patient history/concomitant medications the initial approach for the index surgical procedure.